Event description:
A 43-year-old male with acute myocardial infarction and cardiogenic shock (scai stage e) underwent attempted support with an impella 5.5 via a surgically placed right axillary/subclavian 8 mm graft. Despite appropriate vessel sizing (=7 mm) and serial pre-dilation, the device could not be advanced through the graft anastomosis. Multiple techniques were attempted, including use of various wires, viperslide, buddy wire, posterior/distal pressure to the axillary artery, and graft reinforcement; however, the pump was unable to transition from the graft into the native vessel. The insertion angle was approximately 30° with a graft bevel of 45°. The device was not implanted and no device malfunction was reported. Subsequently, impella cp support was utilized via right axillary surgical access following removal of a prior femoral cp; no delivery issues were noted with the cp devices. The patient expired during hospitalization. Based on available information, the reported event describes an inability to advance the impella 5.5 through the graft anastomosis despite appropriate preparation and multiple adjunctive techniques. There was no evidence of device malfunction, and the issue appears related to patient-specific anatomy and/or graft-anastomosis characteristics. Subsequently, impella cp support was utilized via right axillary surgical access. While on support, the device functioned as intended at p-6 at 2.5l/min with d5w sodium bicarbonate in the purge solution. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1 (is product problem). The root cause of the failure to advance issue was unable to be determined due to insufficient clinical detail.